Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to the procedure (during prep), while flushing a 6.0mmx200mmx135cm armada 035 ll balloon dilatation catheter (bdc), saline was noted to be leaking between the seam of the distal end of the black strain relief and the proximal shaft end. This device was not introduced into the patient anatomy at any time. A smaller armada was used without issue to complete the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and one additional incident was identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.